Event description:
An employee was beginning a material processing job on an in house designed and mfg laser processing system. During the programming and set up phase, the employee thought she had entered a "signal block" command into the machine controller which was not true. The laser was still emitting an invisible beam while she was removing a processed part. While removing the processed part, she passed her index finger under the focused beam "burning" deeply into her finger with a fine line. The accident occurred early in the morning which may have been a contributing factor. The employee is knowlegeable of the various aspects of laser safety and has many hrs of experience in safety using laser processing equipment.